Event description:
It was reported, "the pt's cup had loosened after 19 years so the dr revised it."

Manufacturer narrative:
Summary of eval: device history review indicates that reported lot were mfg and accepted into final stock with no reported discrepancies. The product experiences reporting database was reviewed for similar reported events regarding aseptic loosening. There have been no other events for reported lot. The results of the investigation indicate that the exact root cause of the loose cup could not be determined based due to the limited amount of info provided. Loosening of total hip components is an inherent risk of procedure and may result from multiple clinical factors. The reported cup was implanted for 19 years.